Manufacturer narrative:
The customer reported that the phacoemulsification handpiece overheated. The phacoemulsification handpiece was received and a visual assessment of the returned sample revealed no nonconformities. The phacoemulsification handpiece was connected to a calibrated infiniti system and the system booted-up without any handpiece-related system messages (sms). Priming and tuning were attempted; however, the handpiece was unable to pass tuning due to sm [tune failed ¿ loose tip]. Another tip was tightened on the handpiece but the sm persisted. A review of the handpiece event data did not indicate any tuning failures in the field. The connection between pin 9 (ground) and pin 4 (high electrode) was measured and the resistance was measured at 266k, which is a failing result. The phacoemulsification handpiece was then disassembled and moisture was found on and around the electrodes. The phacoemulsification handpiece was found to exhibit moisture ingress. The phacoemulsification handpiece was manufactured on march 30, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the handpiece was overheating. There was no impact to the patient. Additional information has been requested and received.